Event description:
New information received indicates that programming changes were made.

Event description:
It was reported that episodes of non-sustained rv oversensing due to suspected far-field p-wave oversensing or myopotential oversensing were observed. Programming changes were recommended. No further information is available.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(4).